Event description:
An (B)(6) term baby with respiratory distress in 40% oxyhood npo with d10w. Rn disconnected medication gentamycin tubing and tubing slid off radiant warmer. Rn noticed blood backing up in tubing and found tubing had come apart where double lumen joins into the y juncture. IV clamped removed from pt. A few drops of blood were lost.